Manufacturer narrative:
(B)(4)

Event description:
Procedure type: hernia procedure. According to the reporter: balloon deployed but would not inflate. Reported by staff as faulty. New balloon was used with no delay in procedure. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported.